Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a grommet issue. The returned device indicated a damaged set screw. Visual examination of the connector noted blood ingress/body fluid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was exhibiting oversensing of noise on the right ventricular (rv) channel. Upon revision, it was observed that there was a grommet issue with fluid/blood inside the header near the first setscrew. The rv lead was tested to be working within normal limit through the analyzer; however, noise was observed through the device with pocket manipulation. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a grommet issue. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.